Event description:
It was reported that technical services (ts) was contacted by the health care professional (hcp) with questions about cleaning up markers on the electrogram (egm). In latitude, far-field oversensed events would appear in the atrial blanking period after ventricular sensed events. Ts discussed programming options. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The seal plugs were intact and the setscrews moved freely. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observation of oversensing, and no advisory behaviors were observed.

Event description:
It was reported that technical services (ts) was contacted by the health care professional (hcp) with questions about cleaning up markers on the electrogram (egm). In latitude, far-field oversensed events would appear in the atrial blanking period after ventricular sensed events. Ts discussed programming options. No adverse patient effects were reported. The device was later explanted and replaced prophylactically due to a product advisory. There were no allegations the device was exhibiting any advisory behavior. The explanted device was returned and is undergoing laboratory analysis.